Event description:
It was reported that the power cord for the transmitter melted. The transmitter was replaced.

Manufacturer narrative:
The field complaint of the power cord broken (melted) was not verified. During analysis, the power cord was visually inspected for any signs of heat damage or any physical damage. It was determined that the power cord had no signs of heat damage or cosmetic damage. The ac power adapter revealed cosmetic damage to the outer case. Upon opening the ac power adapter it was revealed that there was no damage to the main pcb.